Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns, 107 service code, adjust belt messages) has been confirmed. Upon investigation the monitor was resetting. The cause for the failure was isolated to contamination in the ca board u407 pins 11 and 12.  The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a patient was receiving a service code 107 (mult abnormal shutdowns) and adjust belt messages.